Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the plastic tip was broken. The repair technician reported damaged component as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: the complaint condition of broken: procedural step unknown is confirmed as upon visual inspection a large chunk of the impactor tip has broken off from the device leaving an irregular fracture surface at the distal tip of the device. It is likely that rough handling and hammering over several years of use has led to this complaint condition. The balance of the returned device is worn though in working condition. Per the technique guide, the 338.26 tip for dhs/dcs impactor is part of an instrument routinely used in the dhs/dcs dynamic hip and condylar screw system. The relevant drawings were reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. It is likely that rough handling and hammering over several years of use has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: part no: 338.26, lot no: 6922521: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15august2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the plastic of the tip for dhs/dcs impactor is broke and the stud of the endpiece with double joint is bent. There was no case or patient involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.